Manufacturer narrative:
Product event summary : the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a possible lead fracture. The lead also had intermittent capture at max outputs. The lead was programmed off, and two weeks later explanted and replaced. No patient complications have been reported as a result of this event.